Manufacturer narrative:
Concomitant product: 5076-52 lead, implanted: (B)(6) 2006.

Event description:
It was reported that the patient's system was removed due to an bacteremia infection. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.